Event description:
Reporter alleged obtaining a result of 182 mg/dl on the advantage system compared back to back with a result of 93 mg/dl on the lab system when testing was performed within 10 minutes. Reporter also alleged obtaining a result of 162 mg/dl on the same advantage system the next day compared back to back with a result of 82 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that he had taken medication less than 15 minutes before running the test on his device, but he did not specify which medication he took. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.